Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that during the procedure the inner seal on two 511sd's tore. This led to a loss of pneumoperitoneum. The cannula's were not replaced. During the procedure gas was provided to re-establish pneumoperitoneum. There was no consequence to the pt.